Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer had a failed self test alarm on the insulin pump for the past week. Customer starts pushing buttons when the alarm occurs. Customer was assisted with programming the time/date. Pump failed self test. Insulin pump will need to be replaced. Customer does not want to replace the pump right now and will call back to do so. No further assistance needed.